Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-00451. It was reported the patients skin had eroded and the lead was visible through the skin. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete device, patient and event information.

Event description:
Related manufacturer reference number: 1627487-2022-00451, related manufacturer reference number: 1627487-2022-00965, related manufacturer reference number:1627487-2022-00966. It was reported an infection was found at the lead erosion site. As a result, the newly implanted leads were explanted on (B)(6) 2022. The patient has recovered well.